Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) is being investigated. As received, the monitor failed incoming testing. Root cause evaluation is underway. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor indicating that it was resetting.